Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been receiving no delivery alarms. Customer reported that she recently had a blood glucose level over 500 mg/dl, but did not receive a no delivery alarm. The customer also reported receiving a motor error alarm. The customer stated that she was having trouble with the insertion site due to not having much fatty tissue. Blood glucose level at the time of the incident was over 300 mg/dl. The customer reported that at times, she cannot push the plunger and has had air bubbles in the tubing. The customer was advised to change the set in these situations. The insulin pump was not replaced or returned for analysis.